Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had autofill failure alarm issue while device was in use. Cardiosave initially gave a catheter restriction alarm and then eventually lead to an autofill failure. There was patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Corrected field: d9, e1 initial reporter name, g2, h3 updated field: b4, d4, g3, g6, h2 ,(type of investigation, investigation findings, component code, investigation conclusions), h11 a customer complaint was received through a direct call to the emergency support program. No patient harm was reported. (B)(6), an ICU nurse, requested help for an autofill failure following a catheter restriction alarm caused by frequent patient movement. She verified tubing integrity and attempted basic troubleshooting without success. I advised repositioning the patient, assessing the insertion site, and reminded her of IFU guidance regarding balloon inactivity limits. She planned to consult the physician, and product surveillance could not be collected at that moment. During a follow-up call, sandra confirmed again that no harm occurred. The physician removed the balloon catheter and did not replace it due to improved patient hemodynamics. The product was returned with the membrane completely unfolded. Blood on the exterior of the iab. The sheath was returned separate from the iab device and blood was observed on the exterior. The extender tubing, pressure tubing and three-way stopcock were also returned for evaluation. No damaged was observed on the iab nor any of the components returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of alarm, catheter restriction and autofill failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.